Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a significant rise in pacing capture threshold on the right ventricular lead since implant and the threshold is high. A potential perforation or dislodgement was ruled out. The physician will continue to monitor the lead and no programming changes were made. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.